Manufacturer narrative:
The device has been received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the during post dilatation using an armada balloon catheter, the balloon ruptured longitudinal during first inflation at 10 atmosphere. However, during removal of the balloon catheter, the balloon got caught with the implanted stent and the balloon separated from the catheter. A snare device was used to retrieve the separated balloon from the patient anatomy. There was nothing left inside the patient anatomy. The procedure was completed, and the patient remained stable. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the balloon rupture initiated longitudinal and was the result of interaction with lesion calcified or associated devices. In addition, the resistance noted during removal and radial separation of the balloon was likely the result of the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.